Manufacturer narrative:
Visual inspections were performed on the returned device. The reported kink was confirmed. Additionally the anterior needle tip was noted to be undisturbed and the anterior cuff was ejected from the anterior foot pocket indicating a needle to cuff miss occurred. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported kink appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that suture placement with two proglide device was achieved in the left common femoral vein via 6fr sheath using the preclose technique prior to a cryoablation procedure. Reportedly, when the first proglide device was removed after suture placement, the tip was bent. A second proglide device was successfully placed using the preclose technique. The sheath was upsized to 8fr, then 9fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided. Returned device analysis of the first proglide device showed blood on and in the device. The anterior needle tip was undisturbed and the anterior cuff was ejected from the anterior foot pocket.